Manufacturer narrative:
Title: long-term outcomes after hand-sewn versus circular-stapled (25 and 29 mm) anastomotic technique after esophagogastrectomy for esophageal cancer. Source: j surg oncol. 2018;117:469¿472. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed to compare short term and long term complications for treating esophageal cancer using circular stapler and hand sewn, there were 60 patients that used circular stapler while 82 patients had a hand sewn anastomosis, post-operatively an esophagogastrectomy procedure, the patients that used circular stapler had post-op complication anastomotic leak by 11.7 percent. It was also stated that patient had anastomotic stricture, dysphagia that necessitating endoscopic dilation.